Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose level of 40 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated they will call back to trouble shoot the insulin pump. No further information was provided.